Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing no ultrasound power during a cataract procedure. The system was rebooted and the handpiece, phaco tip, and cassette were re-calibrated, but the problem persisted. The system was rebooted again but this time they also unplugged the power and foot pedal connections. The handpiece was tested and the case was completed. Additional information has been requested.